Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation and the device performed to specification. Review of the device activity logs showed that there is a voltage difference of more than two volts between the two battery strings (5 each per string). The depleted batteries were not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.